Event description:
The patient reported that the needle button accidently released prior to the completion of the 24-hour period the past 3 days. The first two times this event occurred the patient was able to remove and replace her v-go 40 device with a new one, however patient was at work at the time of the call and stated she taped the needle button down with (B)(6) tape to keep it for the day since she had no device with her to switch with. Patient has one v-go device .